Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: it was reported that an ultrathane mac-loc locking loop biliary drainage catheter (ult8.5-38-40-p-32s-clb-rh) from an unknown lot separated inside the patient. The catheter was in place for two weeks and was planned to be removed since the patient was scheduled for an internalization. The catheter separated during this removal attempt. The catheter sections were removed without incident. A replacement catheter was not required. Cook became aware of this event on (B)(6) 2021 upon being notified by (B)(6) hospital. The patient reportedly experienced no adverse effects as a result of this incident. A review of the drawing, instructions for use (IFU), manufacturing instructions, and quality control, procedures of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. One used ult catheter was received. The catheter tubing was received in two sections, without the mac-loc hub. The distal tubing section including the loop measured 10.7cm. There is suture string within the distal tubing section. The proximal tubing section measured 25.9cm. The ends of each section of tubing appear rough. It is unclear if the tubing was cut or separated in a different fashion. The separated tubing sections did not separate further when pulled. Relevant dimensions such as inner and outer diameter of the catheter were measured within specification. Additionally, a document based investigation evaluation was performed. The device master record (dmr) was reviewed and device drawings, manufacturing instructions, quality control procedures, and specifications were identified. Sufficient controls are in place to detect this failure mode prior to release. The product¿s design history file (dhf) was reviewed and the risks associated with this device were acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "precautions ¿ it is recommended to use a wire guide when removing a locking loop catheter. Unlocking catheter loop for mac-loc locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam level is free. (Fig. 6) note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration of the catheter before unlocking the mac-loc assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Catheter exchange can now be performed.¿ how supplied ¿ store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Cook could not review the device history record (DHR) due to lack of lot information from the user facility. Review of the sales records to the user facility over three years prior to the date of event ((B)(6) 2018 ¿ (B)(6) 2021) could not sufficiently narrow down the lot number. Since potential nonconformances or other complaints from the device¿s lot cannot be confirmed, there is no evidence that nonconforming product exists in house or in the field. It is possible that the catheter loop was still locked when the withdrawal was attempted. This would have resulted in stress on the tubing shaft when pulling, potentially causing it to separate. However, this cannot be confirmed. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 18may2021 stated that the indication for removal was that the patient was scheduled for an internalization. No new drain was placed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional product codes: lje, gbo. Reporter occupation: lead technologist. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) year old female required an ultrathane mac-loc locking loop biliary drainage catheter. Two weeks after placement, the catheter was to be replaced. During catheter removal, the catheter separated inside the patient. The user retrieved the portion of the catheter from the patient with graspers and the catheter's suture string. The user reported no holes were cut in the catheter. No other adverse effects were reported for this incident.